Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right atrial (ra) lead displayed noise, oversensing, loss of capture (loc) and high pace impedances. The patient was seen for a revision procedure where it was identified that the lead had fractured. The lead was surgically abandoned and replaced. There were no additional adverse patient effects reported.